Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 103 mg/dl at the time of the incident. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, cracked battery tube threads and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self-test, off no power, unexpected restart, occlusion, prime and excessive no delivery alarm tests due to the alarm.